Manufacturer narrative:
A correction to the xn-10 software was developed to enhance communication between the bt-40 and xn analyzer, so when the xn-10 reads an unexpected barcode number for a sample that was not read by the bt-40, it will not associate any patient demographic information to the sample. A field corrective action will be performed to implement the software.

Event description:
On (B)(6) 2016 at 07:18 am, the xn-10 with bar code terminal (bt-40) in an xn-9000 configuration identified quality control (qc) level 1, 2 and 3 results with the patient demographics from 3 different patients. The operator stated they were processing patient samples and qc at the same time. Data demonstrates the barcode terminal (bt-40) read the patient sample barcodes in the rack (B)(4) at 07:13. When the barcode is read at the bt-40 the lab information system (lis) provides the test order and patient demographics for the sample. The operator placed the qc rack at the analyzer sampler area, bypassing the bt-40, so qc barcodes were not read first by the bt-40 before analysis. The qc rack proceeded to the xn-10 sampling area, and the bar code for each sample is read. The xn-10 read the bar code of the first qc sample in the qc rack at 07:16. The barcode numbers for the qc were read accurately; however, the qc results were assigned the patient demographics that belonged to three patients samples that were read in rack (B)(4) by the bt-40. The operator incorrectly processed the qc samples, but the xn-10 incorrectly applied demographics that did not belong to the qc barcode that was read when the qc sample was analyzed. This event occurred with qc samples and no harm to patients were incurred; however, if this issue were to reoccur the xn-10 could apply incorrect patient demographics to patient samples on the xn analyzer display. The results sent to the lis are accurate for the barcodes that are read.

Manufacturer narrative:
With further investigation, it was determined the root cause was due to user error. When the barcode is read at the bt-40 the laboratory information system (lis) provides the test order and patient demographics for the sample. The operator did not follow proper sample processing instructions and placed a rack at an analyzer to be processed without allowing the barcode to be read by the barcode terminal first. The xn software has been improved to change the communication between the bt-40 and xn analyzer, so when the xn-10 reads an unexpected barcode number for a sample that was not read by the bt-40, it will not associate any patient demographic information to the sample. There is a software version update to mitigate operator errors due to moving tubes incorrectly or placing racks at the analyzer that have not been read by the bt-40. It was determined there is minimal risk because results sent to the lis are accurate for the barcodes that are read at the analyzer even though the display on the xn and any printouts would show incorrect demographics.  Xn-9000 users were provided a product notification reminding them that sample tubes should not be moved, replaced or swapped from their position after leaving the bt-40.